Event description:
Pt had a mediport implanted in 2009, for chemotherapy treatment. She received her first dose of chemo through the port two days later. She went on a hike two days later. Five days later, the port was unaccessible and a port study determined that the catheter had migrated to the pulmonary artery. The port was explanted two days later. Two days after implant - received first dose of chemo through port. Port was not accessed after that event until a week later. Dates of use: 2009. Diagnosis or reason for use: breast cancer.